Event description:
Customer reported via phone, she was experiencing high blood glucose over 400 mg/dl in the morning. Customer declined being transferred to perform troubleshooting. The insulin pump was not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.